Event description:
It was reported that the cardiac resynchronization therapy defibrillator (crt-d) showed an out-of-range shock lead impedance on this right ventricular (rv) lead. Technical services (ts) was consulted and advised the crt-d recorded a shock lead impedance measurement at 131 ohms. The stored and presenting electrograms (egms) show no noise observed. The rv pace and sense trend are normal and stable. It was noted the shock lead daily impedance trend was close to 120 ohms frequently. Ts provided troubleshooting and programming information. It was recommended the patient to be evaluated in-clinic for further evaluation. At this time, the device and lead remain in service. No adverse patient effects were reported.